Event description:
It was reported that while in the intensive care nursing department, a device alarmed for a system error 322. It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref no.: 83278. Baxter received but was not able to evaluate the device. When the evaluation is complete, a supplemental report will be submitted.